Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert due to non-sustained rv oversensing. All the other lead measurements were normal. Lead noise was unable to reproduce with additional testing, and the alert was reset. The asymptomatic patient was scheduled for a chest x-ray and will continue to be monitored closely.

Event description:
Additional information received indicated that noise was noted on a remote transmission due to possible interaction of the ventricular and the atrial lead. The patient will be consulted in clinic.